Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. There was no physical damage to the device. The customer reported issue of ¿the downstream occlusion and sensor membrane compromised" was confirmed through functional testing. The probable cause was a faulty downstream occlusion (dso) seal and keypad. The dso and keypad were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the downstream occlusion and sensor membrane compromised. The event occurred during preventive maintenance.